Event description:
The customer reported a component on a printed circuit board in the device showed signs of overheating. The device was not in use on a patient therefore, there was no patient involvement or harm. The manufacturer's service technician confirmed the reported problem. The service technician replaced the power management pcb board to address the reported problem. Performance verification testing was completed and tests passed per operating specifications. Factory analysis revealed a short on the power management pcb board which may result in a 35volt supply failure.